Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 75-100mg/dl fasting. Verified the strips expire 05/31/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 97mg/dl and 98mg/dl fasting. Review meter memory: 277mg/dl, (B)(6) 2015, 07:44:00 am, fasting: yes; 201mg/dl, (B)(6) 2015, 07:11:00 am, fasting: yes; 186mg/dl, (B)(6) 2015, 07:00:00 am, fasting: yes; 4:165mg/dl, (B)(6) 2015, 07:18:00 am, fasting: yes; 5:138mg/dl, (B)(6) 2015, 07:00:00 am, fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 75-100mg/dl fasting. Verified the strips expire 05/31/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 97mg/dl and 98mg/dl fasting. Reviewed meter memory: 1:277mg/dl (B)(6) 2015 07:44:00 am fasting:yes. 2:201mg/dl (B)(6) 2015 07:11:00 am fasting:yes. 3:186mg/dl (B)(6) 2015 07:00:00 am fasting:yes. 4:165mg/dl (B)(6) 2015 07:18:00 am fasting:yes. 5:138mg/dl (B)(6) 2015 07:00:00 am fasting:yes. No adverse event reported.